Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue with moisture. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: a review of the pump¿s black box revealed a voltage drop resulting in a cs 177 ¿low battery warning.¿ the pump powered on with the returned battery cap. The battery cap was unable to fully tighten. There was evidence of moisture contamination on the inside of the battery compartment and on the underside of the battery cap. A leak test showed a leak at the battery compartment. The pump case was removed and there was evidence of additional moisture contamination on the inside of the pump on the battery canister. Unrelated to the original complaint, the battery compartment was found to be cracked and the pump case was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.